Event description:
It was reported that the device was suspected of early battery depletion and that the left ventricular (lv) lead had chronically high thresholds and now no longer captures at any amplitude. The device was explanted and replaced and the lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419688 implantable pacing lead implanted: (B)(6) 2011; 694758 implantable tachy lead, implanted: (B)(6) 2011; 407645 implantable pacing lead implanted: (B)(6) 2011. (B)(4).